Event description:
The customer reported, while using a hand held intermec barcode wand, read a sample barcode as 138360413 instead of 013lg60413. A hepatitis core assay was being run at the time. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 99-03591-08.